Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify low battery alarm, battery failed alarm, or unexpected battery power loss due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the subject was part of a clinical study and the insulin pump received replace battery alarm. Customer stated that the battery cap was not loose, cracked or damaged. Customer replaced the battery but the display did not return. Customer noticed the battery compartment was corroded. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.